Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down while connected to a patient. The ventilator did not see external power and the internal battery was dead. The patient was taken off the ventilator and manually ventilated the rest of the flight. It is unknown if the ventilator alarmed or if there was any patient harm when the reported problem occurred.